Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve was deployed canted in the native annulus. The valve appeared to 50:50 at the left coronary cusp yet canted (30:70 aortic/ventricular) at the right coronary cusp, resulting in moderate to severe paravalvular leak. A second valve was placed slightly higher reducing the paravalvular leak to mild. The event was attributed to slow deployment of the valve: it appeared that the valve was canted from the start of deployment and never centered up completely. This patient had severe symptomatic aortic stenosis. Coaxial alignment of the delivery system and the valve was fair; the image intensifier angle was described as good. Ventilation was held during deployment and there was no loss of pacing capture during valve deployment. A bav was performed and the first valve was post-dilated after deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, procedural factors [less than optimal coaxial alignment of the delivery system and the valve during deployment] contributed to the valve malposition and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.